Event description:
It was reported a confirmed motor stall was noted in event logs with no motor stall recovery recorded. The motor stall was reported after patient had magnetic resonance imaging (MRI). The event logs reported motor stall occurred at 10:01 and has not recovered as of 2:24. It was also reported, the patient's pain was worse since the MRI was performed. The drug being used in the pump was clonidine, morphine (unknown) and bupivacaine. Additional information was requested but was not available at the date of this report.

Event description:
Additional information received reported that the motor stall did eventually recover that same day. The patient had underwent the MRI which caused the stall at 1000am, and the stall eventually recovered at 315pm, although that was not apparent until the next day when the patient went to the healthcare provider's office to have the pump interrogated. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Product ID, 8835 lot# serial# (B)(4), product type programmer, patient product ID 8 709sc lot# serial# (B)(4), implanted: 2012 (B)(6), product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).